Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 248 and blood glucose was 44 mg/dl. Troubleshooting was performed and it was found that sensor cannula was bent. Customer also reported of having blood glucose of 280 mg/dl. Customer declined troubleshooting for high blood glucose. Customer reported that insulin pump was worn during a surgery. Customer had a tubing clamp, but was unable to perform high pressure test.